Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to high impedances. The explanted device was kept by the medical facility. No further information could be obtained despite good faith efforts.